Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for follow-up, backup vvi mode was observed. A successful device download was performed and resolved the issue.